Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: ¿broken barrel clamp.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿the right iui connector showed signs of corrosion and the foam gasket broke when I removed it, so I replaced it with a new one. I replaced the broken barrel clamp as well and recalibrated the unit. The unit is starting to show cracks on the front case, but they are not too bad yet and I don't have any parts to fix it. Some segments on the display board are starting to dim as well, but not to the point where you cannot read it. I ran the unit through all of its pm tests with no further issues.¿ reported problem cause description: "incidental.¿there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿